Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera would lose connection sometimes. After restarting the system, the system would be back to normal. There was no patient present when this issue was observed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the camera would lose connection sometimes. After restarting the system, the system would return back to normal and the camera connection would restore. The navigation system passed the system checkout as the general failure was resolved, and the system then functioned as intended. No parts were replaced on the system. It was noted, however, that the positioning sensor unit (psu) camera was not good and may require replacement. If information is provided in the future, a supplemental report will be issued.